Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of cable from the clamp prograsp broke during surgery. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were not damaged. This complaint is being reported due to the broken pitch cable.

Event description:
It was reported that during a da vinci procedure that the cable from the clamp prograsp broke during surgery. There was no allegation of any harm, injury, or adverse outcome to a patient.